Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 480mg/dl, with unspecified ketones, nausea, vomiting, and symptoms of dehydration, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room with intravenous fluids and other treatment by their healthcare provider. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: a review of the black box showed the last bolus delivery was a 3.8 unit normal bolus. The pump history showed the pump was running on the incorrect/default date until a manual time and date change was made. The pump was run for 24 hours at a 2 unit per hour basal rate. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing, and no delivery defects were found. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The complaint was unable to be duplicated during the investigation.